Manufacturer narrative:
(B)(4). The device has not been returned for investigation. P/n 543965 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73f1800731, samples were functionally inspected (fired) and issue reported clips loaded in broken condition was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. Other remarks: the device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user encountered a problem that clips were loaded to the jaws in broken condition. This issue occurred when the representative attempted to ligate the simulated blood vessel.